Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for a left hip revision procedure due to unspecified failure of the acetabular liner. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4) reported event was unable to be confirmed and the part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to unspecified failure of the acetabular liner. Attempts to obtain additional information have been made; however, no more is available.